Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown. Product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient was feeling stim in her tailbone and hip rather than bike seat area. It was noted: they just "sent patient on her way" yesterday even though the patient expressed stim was not in the right area. The patient got really constipated. The patient had a hysterectomy 9 years ago. Since then the patient had been having bladder infections. They took the patient to urgent care and then to the ER because she got so sick. This was before the ins was implanted. Constipation was the reason to begin with but the patient's bladder was also filling up and could not dispose of all the urine. The healthcare provider (hcp) noted that the patient's bladder was like a "cup." The hcp put in a catheter to help with her symptoms. The patient was also getting the chills because of this. Another hcp put a scopeup the patient to check her and found that the patient couldn't go all the way. The scope was done after the catheter was put in and then taken out. They put another catheter in when seeing a hcp. They removed a lot of urine then too. Yesterday ((B)(6) 2013), the patient drank a lot of water and then couldn't remove the urine again. The hcp wasn't having her use a voiding diary at this time. The patient was (B)(6) and had spinal stenosis. Last night the patient was suffering with this pain. When the patent had trial leads put in they tried both sides but never really hit the pelvic area. They were busy. The patient usually woke up 2 times a night to go to the bathroom. The patient was up and down all night last night. The reporter was worried about the patient's heart beating so rapidly and woke up in a total sweat. The patient was in so much pain last night because of her arthritis getting so bad. The retention seemed to be helping today but they were not sure since they weren't keeping a voiding diary. The hcp did do 2 sides during the trial but never gave direction on when to switch sides. The reporter offered to switch sides today for the patient but the patient declined. The reporter recommended the patient just shut it off until the home health nurse comes today. The patient declined this as well. The patient was on 3v last night and was now on 7v. They felt when stim was on, it effected her arthritis. The back was hurting the worst and the patient had stenosis. They did convince hcp to cath pt again on (B)(6) 2013 at her next appointment since pt was having the cold chills again. This started the day before yesterday. If additional information is received a follow up report will be sent.